Manufacturer narrative:
H10 the v60 device has been removed from service. The biomedical engineer reported that the v60 battery has been replaced but the battery is not charging. The customer was advised that the v60 is affected by the power management board fco. Multiple attempts to retrieve device repair and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11 g1: contact office information h6: device problem code.

Manufacturer narrative:
Date of event: (B)(6) 2021. 09mar2021.

Event description:
The customer reported the battery charging circuit is not working and the unit is not charging. There was no patient involvement.